Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of anti-tachycardia pacing (atp) and three shock as inappropriate therapy for the patients atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and discussed the stored episode as well as available programming options. This ICD remains in service. No additional adverse patient effects were reported.